Event description:
On (B)(6) 2012 it was reported that the vns patient has an increase in seizures when the patient's mother uses his vns magnet on him. It was also reported that the patient has voice vibrations during stimulation. The physician later reported that he was not aware of the increase in seizures with magnet stimulation. The voice vibrations has noted to been since the vns was implanted and occurs with stimulation. The patient's stimulation was reduced due to the voice vibrations. The patient's diagnostics were noted to show a lead impedance of "ok". The physician stated that the increase in seizures is likely unrelated to vns and he has not taken any interventions as he is not convinced that the episodes are related to vns. The increase in seizures was relatively unchanged compared to pre-vns baseline levels. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures.

Manufacturer narrative:
.